Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the bd insulin syringe with the bd ultra-fine¿ needle during use. This occurred on 2 separate occasions, but the dates are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported needle hub separated with 2 syringes."

Manufacturer narrative:
Investigation: customer returned one (1) loose 31g x 8mm, 0.5ml bd insulin syringe. Consumer reported needle hub separated with 2 syringes. The returned sample was examined, and no issues regarding needle-hub/shield separation were observed. It was observed that the plunger cap was damaged, and it also appeared that barrel tip was bent. Since the sample returned did not exhibit needle-hub/shield separation, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 7268785. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted for damaged tip. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the needle hub separated from the bd insulin syringe with the bd ultra-fine¿ needle during use. This occurred on 2 separate occasions, but the dates are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported needle hub separated with 2 syringes."